Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 40 mg/dl. Reportedly, the customer alleged continuous glucose monitor (cgm) inaccuracy but no other information was provided; as such, cause of low bg could not be confirmed. Glucagon was administered by a health care provider to address the bg. Customer was discharged from the ER the following day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.